Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/21/2017 with the following findings: the battery compartment was cracked. The cartridge compartment was also found to be cracked. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery and cartridge compartments were cracked. This report is made based on results of investigation completed on 02/21/2017.